Manufacturer narrative:
(B)(4). (B)(6). No code available - reoperation no further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; after completion of a laparoscopic lower anterior resection procedure without any issues, in which two staplers were used for double-stapling-anastomosis, a major leakage / peritonitis was noted the next day and the patient had a reoperation. Surgical videos were reviewed the surgeon and account rep for the first operation and the reoperation. There was small hole, in which a 5 mm suction tube could be inserted, near the staple line (at almost the center of the ventral side) on the oral side intestine which had performed double-stapling-anastomosis. The mucous membrane turned outward. The site was sewed with 3 stitches during the reoperation. The patient is in good condition. During the first operation, the donut tissue of the anal side was confirmed removing from the anvil, however, surgeon checked the oral side only by eyes. The surgeon does not think this event occurred due to the products. The patient suffered larynx cancer, esophageal cancer and rectal cancer, however, the tissue was not fragile. There was no steroid administration. The event occurred/was noticed after the surgery. The procedure was completed with manual suturing. No bleeding occurred. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. The devices were discarded at the hospital after the original procedure. The most recent report on the patient¿s condition states they are doing well.